Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a major infection. On (B)(6) 2021 it was noted mild chilling sensations. The patient had a fever up to 37.9 celsius with no chilling sensations. The blood culture and urine culture were negative. A chest x-ray, left lower lobe infiltrate was done. There was no infection focus except the jackson-pratt (jp) removal site oozing. However, the jp removal site swab was negative. After the patient used antibiotics, no fever occurred. Leukocytosis and c-reactive protein (crp) were stabilized. The event resolved without sequelae on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 29sep2021. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the infection not associated with lvas. The site of infection was the respiratory tract/pneumonia. Fourteen days of parenteral antibiotics (piperacillin and tazobactam) were given. It was reported that the infection resolved without sequelae on (B)(6) 2021.